Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot insert cutter" was confirmed. During the pre-repair diagnostic assessment, the device failed the cutter insertion test. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be inserted. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.